Event description:
It was reported that lead was attempted for implant during a replacement procedure. During procedure, lead was unable to be implanted due to failure insertion. The lead was not used and another lead was used for implant. No adverse consequence was observed. Patient is stable and discharged.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.